Manufacturer narrative:
Unit received with no button response due to unlocked j2/lcd keypad connector. Unable to verify upload/download anomaly and perform self test and displacement test due to no button response. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that problem with generate data to cl. The customer's blood glucose was unknown at the time of incident. The device was expected to be returned for analysis.